Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the pericardial effusion. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The transseptal puncture was easy and the steerable guide catheter (sgc) and mitraclip delivery system (cds) were advanced. When in the ventricle, it was observed the grippers were not pulled up enough, the cds was successfully retracted into the left atrium and the grippers worked without problems. During advancement into the ventricle, chordae got caught on the gripper arm, and the gripper arm could not be freed from chordae. The clip was brought back into the left atrium. The clip was inverted to 180 degrees, but it was not possible to move the clip back into the left atrium. There was a lot of tension built up in the system, and ¿m¿ was removed. The clip was now able to be retracted into the left atrial appendage (laa). Tissue damage is suspected. The clip did not fully close and an attempt to pull the clip out of the laa was made but was unsuccessful. The clip was still caught in the laa. At some point, the clip was freed. The delivery catheter shaft bent and one of the clip arms could not be fully closed. Movements were made to relax the system to try to close the clip more. The clip closed just enough to be removed without issues from the steerable guide catheter. Mr remained at 4. The patient¿s blood pressure dropped, and a pericardial effusion was observed. Pericardiocentesis was attempted but the effusion could not be treated. The heart surgeon was called, the patient was connected to a heart-lung machine, and the effusion was surgically treated, and the mitral valve was surgically repaired. No clips were implanted. Per the physician, the mitraclip delivery system caused the pericardial effusion. The patient suffered hypoxic brain damage. Per the physicians opinion, it is hard to say if the mitraclip devices caused or contributed to the brain damage; all the events led to this in the end, but not just the device. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify any similar incidents. The reported patient effects of tissue damage, pericardial effusion, hypotension and cerebrovascular accident listed in the instructions for use mitraclip ntr/xtr system ce (IFU), are known possible complications associated with mitraclip procedure. This complaint was further reviewed by abbott medical director, who concluded that the pericardial effusion was likely a procedural complication but there is no evidence that brain ischemia was directly related to the device. Based on the information reviewed, the reported tissue damage, pericardial effusion, hypotension and cerebrovascular accident were related to the procedural conditions. The reported additional therapy/non-surgical treatments, hospitalization and surgical procedure (major surgery) were a result of case specific circumstances as the pericardiocentesis was performed to treat the reported pericardial effusion, heart lung machine was used, the patient was hospitalized, and the mitral valve was surgically repaired respectively. Based on the information reviewed, the reported tissue damage, pericardial effusion, hypotension and cerebrovascular accident were related to the procedural conditions. The reported additional therapy/non-surgical treatments, hospitalization and surgical procedure (major surgery) were a result of case specific circumstances as the pericardiocentesis was performed to treat the reported pericardial effusion, heart lung machine was used, the patient was hospitalized, and the mitral valve was surgically repaired respectively. The cause for tissue damage, pericardial effusion, hypotension and cerebrovascular accident appears to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.